Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization and cardiovascular injury, such as perforation or dissection of the vessels, ventricle, myocardium or valvular structures are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the valve embolization was caused by the underinflated balloon and the subsequent movement during the attempt to figure out why the balloon had not inflated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during transfemoral tavr procedure, the balloon had only been inflated with approximately half of the volume when leaking, was observed under the strain relief of the balloon catheter shaft. Due to the underinflated volume the valve did not properly anchor to the annulus and in attempt to figure out why the balloon had not inflated, the operator moved the valve aortic causing the valve to embolized into the ascending aorta. The delivery system handle was then pulled back over strain relief, which sealed the leak in the delivery system. Additional fluid was placed in the syringe and the balloon was partially inflated which allowed valve to be maneuvered around the aortic arch and into the descending thoracic aorta. The sapien 3 valve was stented open with a palmaz stent. A second valve/delivery system was prepared and the valve was implanted successfully in the aortic annulus. It was noted on echo that a dissection was present in the aortic arch, resulting from maneuvering the embolized valve around the arch and into the descending aorta. Two stents were placed in the aortic arch to seal off the dissection. The patient was stable throughout and after procedure.